Event description:
It has been reported to us that a dissection of the vessel occurred while the guide catheter was in place. The physician inserted the guide catheter into the pt. The physician inserted a predilatation balloon and dilated the vessel, however unsuccessful. Another inflation was performed on the vessel still unsuccessful. The decision was made to insert a stent. The physician inserted the stent catheter however it would not cross the lesion and was removed. Angiographic views were performed and it was noticed that the stent had been dislodged and was floating in the circumflex. The physician inserted two guide wires into the pt. The physician inserted another stent to the point of the dislodged stent and was deployed over the dislodged stent crushing it into the vessel wall. The physician inserted another stent and placed inside the vessel; however, was unable to successfully crack the lesion. The physician attempted multiple post deflations with balloons however unsuccessful. Add'l balloons were inserted and would not cross the lesion. A balloon catheter was inserted and angiographic view indicated a dissection of the left main artery progressing into the proximal left arterial descending artery. The guide wire and guide catheter were removed to asses the pt's status. Pt was stable for another 20 minutes. The general consensus was multiple guide manipulations ultimately caused the dissection.

Manufacturer narrative:
The actual device will not be returned for eval. Therefore an engineering analysis of the subject device cannot be performed. A review of the device history record did not detect any deficiencies in the mfg process. Device discarded - not returned for eval. The analysis is complete as of today (B)(4), 2011.